Manufacturer narrative:
Fdc (B)(4) now applies to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger (insr) had a blank screen, would not charge and had a loose connector. It was noted that the desktop charger light was on and that the pin looked intact. A new insr was sent to the patient but the issue persisted, and the desktop charger could only be plugged into it backwards. A new desktop charger was then sent to the patient. No further complications were reported. Additional information was received from the patient on (B)(6) 2017. It was reported that they had received the replacement desktop charger (dtc) and while they were charging the ins recharger (insr) flashed a weird symbol and stopped charging and started beeping. The patient reset the insr and it worked fine. The patient stated that after they reset the insr it did it again and it had a low beep to it. The patient stated they were not going to reset it again as they did not think they should have to use a refurbished device. A replacement insr was sent. The patient called in again three days later and stated that their ins died on saturday ((B)(6) 2017) and they had been unable to recharge it. The patient stated they have been in extreme pain from head to toe. After consulting with repair, it was determined that the insr would be delivered at noon that day. No further complications were reported/expected.